Event description:
Doctor detected drain emptying (leaking) before implanting device.

Manufacturer narrative:
The valve patent and passed siphon testing. The valve did not pass reflux and leak testing due to tear on top of the reservoir. The precluded measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves, as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.